Event description:
The customer had a bleeding when extracting the catheter. Afterwards he also had a fever.

Manufacturer narrative:
No samples were returned. Analyzing batch documentation reveals no defects or deviations. We have no previous complaints on this lot. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a follow up report will be filed.